Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the on/off lid latch had been knocked off of the bar of the upper case, which caused the latch to no longer hold the lid in place. This also led to the on/off button no longer being able to activate the power of the device. The latch assembly appeared to have some damage from an unknown cause.

Event description:
The customer reported that their device would not power on when pressing the on/off button. The customer indicated that they had pressed the on/off button on their device to open the lid and after closing the lid, the reported power issue occurred. The device could not be powered back on. There was no report of any patient use associated with the reported issue.